Event description:
A nurse reported that a pt was admitted to a hosp on (B)(6) 2014 due to peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment: the pt did not wash their hands and did not wear a mask. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. On an unk date, the pt was discharged from the hosp. As of (B)(6) 2014, the pt continues to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without any further issues, and the pt signs and symptoms of peritonitis have been resolved.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted if medical records are received. The device was not returned to the MFR for analysis. The pt investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.